Manufacturer narrative:
Concomitant medical product: 4968-60 lead; implanted: (B)(6) 2014; 5076-52 lead; implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post a cardiac resynchronization therapy defibrillator (crt-d) changeout procedure the right ventricular (rv) lead triggered an alert for high / undefined pacing impedance. Additionally, the lead exhibited unstable thresholds and no pacing resulting in the patient experiencing a bradycardic rate. A lead fracture was confirmed. Reprogramming was completed and the lead was capped and replaced. No further patient complications have been reported as a result of this event.